Event description:
It was reported that the user experienced hyperglycemia with a blood glucose reading of 443 mg/dl after dinner and, per discussion with the agent, administered a subcutaneous dose of fast-acting insulin via pen while disconnecting from the ilet pump for at least two hours; no device-specific problem or component issue could be identified due to insufficient information. Symptoms included hyperglycemia, and the user reported no additional symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to determine a medical device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.